Event description:
The valve was explanted due to paravalvular leak without hemolysis. There was also "possible endocarditis". No lab results were available. The mitral valve was also replaced at this time. The valve was replaced with a sjm valve.